Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two internal insulation abrasions were noted breaching the re and inner coil lumens at 11.0-12.0 and 12.5-13.5 cm from distal tip. The etfe coating of the re cable and the ptfe liner were intact in these regions. Two internal insulation abrasions were noted breaching the re lumen at 28.0-29.0 and 30.4-30.7 cm from the distal tip. The etfe coating of the re cable was intact in these regions. One internal abrasion was noted breaching the rv cable lumen at 13.0-13.2 cm from the distal tip. The etfe coating of the rv cable was intact in this region. One internal abrasion was noted breaching the svc and the inner coil lumens at 32.2-33.4 cm from the distal tip. The etfe coating of the svc cable was also abraded in this region. The ptfe liner was intact.

Event description:
This report is to advise of an event observed during analysis.

Event description:
New information noted that the right ventricular lead was capped on (B)(6) 2020 due to lead fracture. The lead was then explanted on (b)( 2020. Patient was stable post procedure.